Event description:
It was reported that during set-up for a knee authroscopy, the motor drive unit was plugged in and left idle. After an unspecified period of time, the control unit "started to burn up".